Event description:
According to the reporter: the trocar punctured a hole in the sheath upon introduction. There was no tissue damage. No blood loss of 500cc or more. No delay in surgery time by more than 30 minutes.

Manufacturer narrative:
(B)(4).